Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a post-implant follow-up in clinic, device interrogation revealed a message of erroneous parameter values detected. The same error message was encountered when using a second programmer. The issue was resolved after programming changes were made to the nominal and desired settings. The patient was discharged and will continue to be monitored.